Event description:
Literature was reviewed regarding ¿extended thoracic endovascular aortic repair is optimal therapy in acute complicated type b dissection¿.  The time frame of this study was over 6 years.  Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant captivia stent grafts. Among patient adverse events included: stroke, renal failure, retrograde type a dissection, rupture, paraparesis, cardiac arrest, ischemia, intervention  patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to any deaths.  No further information was provided pertaining to medtronic products/

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿extended thoracic endovascular aortic repair is optimal therapy in acute complicated type b dissection¿  nissen, alexander p. Et al. Journal of vascular surgery, volume 80, issue 4, 1055 ¿ 1063 https://doi.org/10.1016/j.jvs.2024.05.009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.